Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed the pump started and then immediately stopped, presumably caused by a beep sound as an alarm before the nda was finalized on september 12 and 27, 2023. A functional test was performed and the reported issue was not duplicated. A defective downstream sensor or cassette product could have caused the reported issue. As a preventive measure, the downstream sensor and upstream sensor were re-calibrated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.b3, d4: UDI, and g5 are unknown.

Event description:
It was reported that the pump exhibited two beeps (long-short) prior the no disposable alarm (nda) was finalized. It is unknown if there was patient involvement, no adverse patient effects were reported.